Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that patient was experiencing skin irritation at sensor insertion site. Patient's father stated that patient sought medical intervention on (B)(6) 2014 from a dermatologist and was recommended tegaderm. Patient's father stated that the skin irritation subsided once tegaderm was applied. No further medical intervention was necessary.